Manufacturer narrative:
The product is currently being analyzed. When testing is complete, this report will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the proximal 7.0 cm segment of this 52cm lead was returned. Visual inspection noted a cut in the insulation. Analysis testing could not confirm dislogement.

Event description:
Boston scientific crm received information that this atrial lead dislodged as a result of the a patient fall. The lead was successfully repositioned and remained implanted. No other adverse patient effects were reported. Over five years later, the lead was returned to our company.

Event description:
--